Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse attempted to aspirate urine from the sampling port of the foley catheter. Upon connecting the 10ml syringe to the sampling port, the port's collar separated from the drainage tube and the valve fell out of the device, leaving an open hole in the drainage tube. The foley catheter was immediately removed and replaced with a new catheter. Defective device and loose parts preserved for inspection, equipment in managers office. No patient harm.